Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different adapters and cables failed. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections (mdi) as a backup therapy, and tandem technical support sent a replacement pump with updated software, along with instructions for its use and return of the malfunctioning device.